Event description:
There was a charger failed error during boot up. When this error occurs during boot up it will prevent the system from booting fully.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The service call was canceled.